Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack, stator cap/transformer assembly , x-ray tube, hv cable,power signal interface pcb . Filament driver, pwr cap module, ps1, ps2 and cabling from filament to the power capacitor and charger pcb were evaluated and replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.